Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (25mg/ml at 10 mg/ml) via an implantable pump for unknown indications for use. It was reported that the patient's pump was tilted because the suture broke, so a revision was performed to suture it down. A possible external factor could include the patient's weight. The patient was without injury at the time of the report and the issue was resolved.